Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a low heart rate and the implantable pulse generator (ipg) exhibited a pacing problem/under pacing due to right ventricular (rv) lead oversensing. It was also noted that the rv lead displayed a possible fracture and noise. Reprogramming occurred however oversensing persisted. The ipg and rv lead were removed and replaced. No further patient complications have been reported as a result of this event.